Manufacturer narrative:
(B)(4). The sample was reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The actual sample and companion sample were returned for evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The complaint is not confirmed, the cause was undetermined.

Event description:
It was reported that during peritoneal dialysis an integrated apd 3 prong cassette set was found to be leaking. The home patient (hp) noticed liquid on the table by the home choice (hc) and when the hc door was opened the cassette was observed to be moist. The hp was treated with antibiotics and was tested after treatment, however, no infection was identified. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available at this time.